Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, facility reported that as they were doing rounds, they found a patient with a hickman catheter implanted had a clamp that was not properly closed. They stated that the top of the clamp was closed but that the bottom was loose and alleged that it was a manufacturing flaw. Requested additional details, outcome and product information. On (B)(6) 2017 - contact at facility reported that the device was a 6 fr dual power hickman ¿ inserted by interventional radiology on (B)(6) 2017.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a clamp on a hickman catheter not completely closed is confirmed based on the status of the catheter in the photographs returned. The sample returned consisted of three photographs of a d/l power-injectable catheter. Visual observation of these photographs found that the catheter appeared to be inserted into the patient and secured with a dressing to the skin. The distal portion of the purple-hubbed extension leg was not extending through the proximal hole of the clamp, such that the clamp was partially off the tubing. It did appear, however, that clamping would still have been possible as the tubing still passed through the clamping surfaces. It is known that it is possible with similar extension legs/tubing /hubs and clamps to manipulate the catheter hub out of the clamp such that the clamp is in the state depicted in the photographs. Therefore, it is not known at what stage in which the clamp and tubing became only half connected, whether before or during initial preparation/use. The cause is therefore unknown.

Event description:
Per sales representative, facility reported that as they were doing rounds, they found a patient with a hickman catheter implanted had a clamp that was not properly closed. They stated that the top of the clamp was closed but that the bottom was loose and alleged that it was a manufacturing flaw. Requested additional details, outcome and product information. On (B)(6) 2017 - contact at facility reported that the device was a 6 fr dual power hickman ¿ inserted by interventional radiology on (B)(6) 2017.